Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, that the patient experienced loss of stimulation. X-ray showed, the header disconnected. As a result, surgical intervention occurred on (B)(6) 2024, during which the system was unable to reconnect/plug back in. Therefore, the entire system was replaced. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.